Event description:
It was reported that device generated occasional cartridge alarms, which became more frequent for a period but then occurred less often. There was no reported impact to the customer¿s blood glucose level. Customer typically resolved alarms by switching out cartridge, declined further troubleshooting or follow up, and, being out of warranty, had begun process of obtaining new device, so no additional actions were taken by technical support.